Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they woke up with high blood glucose of 405 mg/dl. The customer reported the infusion set was kinked the night prior. The customer stated they replaced the infusion set and bolused. The customer stated a no delivery alarm did not occur. The customer declined to troubleshoot for the high blood glucose and bent cannula. The customer also reported a high of 340 mg/dl that was treated with the insulin pump. The insulin pump will not be returned for analysis.